Event description:
(B)(4). It was reported that post a coronary stenting treatment procedure, the patient experienced worsening coronary artery disease and restenosis. The target lesion being treated was located in the mid left anterior descending (lad). The lesion was 90% stenosed, 3.0mm in diameter and 6mm long. The lesion was treated with direct stent placement using a 3.0x12mm taxus liberte stent. Post dilation was performed. Residual stenosis was 0%. The patient was discharged 1 day later on aspirin and prasugrel. In (B)(6) 2012, the patient presented with chest discomfort. Subsequently, the patient was diagnosed with worsening coronary artery disease and was hospitalized on the same day. The next day the patient underwent coronary angiography. The 50% in-stent restenosis of the study stent placed in the mid lad was treated from the left internal mammary artery (lima) to lad. The patient was scheduled for coronary artery bypass graft (CABG). The 80% stenosed ostial stenosis of the diagonal branch was treated from the saphenous vein graft (svg) to diagonal. In addition, the obtuse marginal (om) and left posterior descending artery (l-pda) was also treated from the svg to om and svg to l-pda. The patient was discharged and the event was considered recovering/resolving at the time of reporting.

Manufacturer narrative:
Device is a combination product. (B)(6). Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).